Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 80% stenosed, eccentric target lesion was located in the left anterior descending artery. A 3.25mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.